Event description:
It was reported that the customer went to the emergency room (ER) on (b)6) 2025 due to an elevated blood glucose (bg) level (504 mmol/l). While in the ER, the customer was treated with fluids and insulin. The customer was released the same day with no permanent damage. Reportedly, an occlusion alarm had occurred. A supply change was performed to resolve the occlusion and the customer resumed insulin therapy successfully.